Event description:
It was reported that the lead exhibited high pacing threshold, high impedance, under sensing, and clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the five wires of the proximal coil were abraded at 17.7 cm from the connector pin due to clavicular crush. Both insulators were abraded at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.